Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an ¿error 5¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with gliperide pills (2 mg 1x daily) and metformin pills (1000 mg 2x daily). The patient continued to administer her usual dose of medications. After the start of the alleged issue, the patient claimed she felt symptoms of sweaty, nervous and hungry. The patient denied receiving medical treatment. The cca was unable to walk the patient through a retest to resolve the alleged issue. The patient was advised of discard date, expiration date and proper storage of the test strips per owner¿s booklet. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.